Event description:
Based on a review of medical records provided by patient's attorney: on (B)(6) 2005 - laparoscopic repair of incisional hernia with composix e/x mesh. Significant lysis of adhesions. On (B)(6) 2006 - laparoscopic lysis of adhesions, repair of small bowel serosal tear, laparoscopic repair of incisional hernia with bard composix mesh. Partial explant of previous mesh. Bowel appeared to be adhered to under surface of abdominal wall that had the previous mesh implanted. Bowel pulled on it's own from mesh causing small serosal tear. No spillage of any bowel contents. On (B)(6) 2008 - exploratory laparotomy with extensive lysis of adhesions, removal of unidentified mesh, incisional hernia repair with permacol mesh, umbilectomy, left subclavian central line catheter placement.

Manufacturer narrative:
The patient's attorney initially reported a single composix e/x which was filed with the FDA under MDR 1213643-2010-00262 when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Based on a review of the provided medical records, patient was treated for a repair of an incisional hernia on (B)(6) 2005 with a bard composix e/x mesh. During that procedure, the surgeon noted significant adhesions and an incarcerated small bowel. On (B)(6) 2006, during a procedure to repair another incisional hernia, the bowel was said to appear very adherent to the under surface of the abdominal wall that had the previously implanted mesh. There was one location where bowel pulled on its own away from the mesh, which caused a small serosal tear. Repair was made quickly and there was no bowel spillage. There was a partial explant of the previous mesh. No device failure was indicated in the medical records, however, both adhesions and recurrence are noted as possible adverse reactions in the product's instructions for use. The hernia was repaired with a bard composix mesh. The procedure for another incisional hernia repair two years later included explant of previous mesh. However, it was unclear, which of the mesh products was removed. Based on the information received, it is unclear whether the device may have contributed to that alleged event. No sample has been returned for evaluation. No conclusion can be drawn at this time.